Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin had moisture damage and customer encountered high blood glucose. The insulin pump buttons are unresponsive and now is alarming. The customer's blood glucose was 300mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with constant alarms, problem isolated to mother board. The device had an intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump had a cracked case at display window corner, minor scratched and cracked display window.